Manufacturer narrative:
(B)(4). The sample has been received but has not yet been evaluated. A follow-up medwatch report will be submitted when the evaluation results become available or if additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and evaluated by baxter. The reported condition was confirmed. The assignable cause was determined to be that excessive force was applied to the tubing.

Event description:
A customer contacted beckman coulter (bc) in regards to multiple indeterminate results (ind) and no values on unknown number of patients' samples generated by access2 immumoanalyzer; however, the results are not provided. The erroneous results were not reported out of the laboratory. The customer did not receive any report of patient injury requiring medical intervention or change in treatment.

Event description:
President of a home infusion pharmacy called corporate product surveillance (B)(6) 2010 to report one (1) ce intermate sv 100 in which the tubing was detected to be disconnected from the housing when received at a patient's home on (B)(6) 2010. Caller stated that the intermate was filled with cytovene used to treat cytomegalovirus. Caller stated that a nurse at the patient's home noted that all of the drug had leaked out of the container into the protective plastic bag used to ship the product. Caller stated that no drug spill occurred. There is no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.